Event description:
It was reported that the nurse wanted to verify therapy in an arctic sun device. Patient has cooled and they were wanted to maintain at targeted temperature (tt) 37c for another 24 hours per the np. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c. Therapy setting normothermia. Nurse stated pads are cold and not in front of the device right now. Explained that patient was still above the targeted temperature (tt) so the device should be making cooler water temperatures to get patient temperature (pt) to the targeted temperature (tt) and maintain. Nurse would normally be rewarming right now, but patient has been fevering and shivering and np wanted to hold at 37c for another 24 hours. Noted even if they were in rewarming with a targeted temperature (tt) of 37c, the device would still be actively trying to cool the patient because they are above the targeted temperature (tt). Nurse also asked about adding water to the device. Explained device would alert if water was needed. Do not add water unless device alerts. Nurse asked about disconnecting if patient needs additional testing. Advised that they would need to stop therapy and empty pads before disconnecting. Encouraged to call back with any additional questions. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Explained that patient was still above the targeted temperature (tt) so the device should be making cooler water temperatures to get patient temperature (pt) to the targeted temperature (tt) and maintain. Nurse would normally be rewarming right now, but patient has been fevering and shivering and np wanted to hold at 37c for another 24 hours. Noted even if they were in rewarming with a targeted temperature (tt) of 37c, the device would still be actively trying to cool the patient because they are above the targeted temperature (tt). Nurse also asked about adding water to the device. Explained device would alert if water was needed. Do not add water unless device alerts. Nurse asked about disconnecting if patient needs additional testing. Advised that they would need to stop therapy and empty pads before disconnecting. Encouraged to call back with any additional questions. It was unknown what medical intervention was provided. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to verify therapy in an arctic sun device. Patient has cooled and they were wanted to maintain at targeted temperature (tt) 37c for another 24 hours per the np. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c. Therapy setting normothermia. Nurse stated pads are cold and not in front of the device right now. Explained that patient was still above the targeted temperature (tt) so the device should be making cooler water temperatures to get patient temperature (pt) to the targeted temperature (tt) and maintain. Nurse would normally be rewarming right now, but patient has been fevering and shivering and np wanted to hold at 37c for another 24 hours. Noted even if they were in rewarming with a targeted temperature (tt) of 37c, the device would still be actively trying to cool the patient because they are above the targeted temperature (tt). Nurse also asked about adding water to the device. Explained device would alert if water was needed. Do not add water unless device alerts. Nurse asked about disconnecting if patient needs additional testing. Advised that they would need to stop therapy and empty pads before disconnecting. Encouraged to call back with any additional questions. It was unknown what medical intervention was provided.